Event description:
It was reported that the patient presented for a check. Upon review, it was discovered that the right atrial lead exhibited inappropriate mode switch due to oversensing noise. It was also noted that the pectoralis major muscle twitched and confirmed muscle twitching. No intervention was performed. There were no patient consequences.